Event description:
It was reported that the ilet user experienced elevated blood glucose with sensor reading "high" in the setting of multiple insulin occlusions, including a partial insulin delivery during a meal announcement while using the same infusion set. It was noted that the caregiver was connecting the cartridge to the connector outside of the pump, which can cause occlusions. The agent completed troubleshooting and education and performed a supply change. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included the need for troubleshooting and replacement of disposable supplies, with no hospitalization. Investigation included a review of use practices and device setup with user education. Investigation of this case revealed user handling that was inconsistent with instructions for use, specifically connecting the cartridge to the connector outside of the pump, which is associated with occlusions and partial insulin delivery through the infusion set and cartridge pathway. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set and cartridge connection leading to insulin occlusion.